Manufacturer narrative:
The device was manufactured between july 05, 2018 - july 06, 2018. Nine (9) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing on all of the samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) units of 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags presented a leak at the port. The leaks were discovered during set-up. There was no patient involvement. No additional information is available.